Event description:
It was reported that during a laparoscopic cholecystectomy procedure the first two clips were placed on the vessel. The third clip came out of the device sideway. When that occurred the surgeon checked the first two clips and they did not look like they were secure on the vessel. The surgeon pulled the clips off of the vessel and they did not look like they were formed correctly. A second device was used to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Additional information was requested and the following was obtained: which firing of the device did this event occur on? First , second and third what vessel or structure was the device fired on at the time of the event? Asku. Was the clip fully advanced into the jaws prior to firing? Yes. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? Asku. Were any unexpected noises heard? No. If so, when? Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? Yes, and the clips came out sideways. The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. No incident related to the reported event was observed during the batch record review.